Event description:
The customer reported the generation of erroneous results on multiple analytes for (B)(4) patients on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and observed that the cooling unit was not staying on and sample prime was failing. The fse identified the failure mode as a defective degasser and cooling unit printed circuit board (pcb). The fse replaced the degasser and cooling unit pcb to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).